Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) was experiencing premature battery depletion (pbd). The device remains in service. No adverse patient effects were reported.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) was experiencing premature battery depletion (pbd). Technical services (ts) ran a diagnostic tool and found that the device was exhibiting pbd and recommended the device be replaced within 90 days. Subsequently, ts confirmed pbd through a data analysis and noted that the device power consumption has been increasing in a gradual fashion. The device remains in service. No adverse patient effects were reported. Additional information received by the field that indicates that the device had a battery depletion (bd) error appear for the device and the device had reached elective replacement indicator (eri) state. Subsequently, the device was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) was experiencing premature battery depletion (pbd). Technical services (ts) ran a diagnostic tool and found that the device was exhibiting pbd and recommended the device be replaced within 90 days. Subsequently, ts confirmed pbd through a data analysis and noted that the device power consumption has been increasing in a gradual fashion. The device remains in service. No adverse patient effects were reported. Additional information received by the field that indicates that the device had a battery depletion (bd) error appear for the device and the device had reached elective replacement indicator (eri) state.